Event description:
Information received from the field does not address the patient's clinical status but notes loss of atrial capture. Review of the strips indicated that the leads were placed in the wrong ports of the pulse generator. The pocket was opened and the leads were disconnected and reconnected to the proper connector ports in the pulse generator, resulting in normal function.